Event description:
It was reported that after a vascular stent had been partially deployed in the sfa, a "click" was heard, resistance was encountered, and the remainder of the stent could not be deployed. The entire delivery system and stent were removed from the pt. No pt injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.